Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that attempts to pair the insertable cardiac monitor to the monitoring application resulted in an error message and unsuccessful connection. The application was force closed and reopened but the pairing was still not successful. No intervention was performed. No further information was available.